Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on a bd ultra-fine¿ ii insulin syringe 3/10cc 31g (6mm) before use. No injury or medical intervention.

Manufacturer narrative:
On (B)(6) 2017, holdrege received seven (7) loose 0.3ml, 6mm, 31g from reported batch# 6055846. All samples were decontaminated per hstr-17 prior to evaluation. Upon evaluation by (B)(4), one (1) sample was noted to have a piece of plastic material, believed to be '(B)(6) hair' and one (1) sample exhibited a bent cannula. (B)(6) hair is known to occur within the manufacturing process when parts are pea-shot from one machine to another. Occasionally, this material can make its way inside the shield and appear as it does in this sample. Currently, the holdrege plant is evaluating alternatives to help eliminate this phenomenon. The sample exhibiting a bent cannula was evaluated under 4x magnification, as was the shield, and noted a puncture marking on the interior of the shield. The puncture did not completely pierce the shield. It is unable to be determined at this time if the bend occurred during manufacturing or by the end user. In either case, the catching of the cannula on the interior surface of the shield would exacerbate any minor bend and cause the defect as seen within this sample.

Manufacturer narrative:
A sample or photo was not available for evaluation; therefore, the investigation was limited. Device history record review ¿ a review of the device history record was completed for batch# 6055846. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted during the production of the above listed batch. Conclusion: a conclusion is not yet available as the investigation is still in progress. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.